Event description:
Patient called to report that lifescan meter would not power off. Ccr was unable to resolve the issue. There was no evidence of serious injury or adverse event. Patient did not have any symptoms or seek medical attention when meter would not power off. Since the meter was not turning off, patient was unable to test their bg and gauge their meds. Meter needs to power off and then power on in order to do a bg test. No further information was provided. Ccr replaced product and sent patient a new meter.